Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a plum set where it was reported that the intravenous (IV) pump set leaked where the IV connection joints with the drip chamber. There is unknown patient involvement and unknown patient harm.